Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the female luer of the bi fuse extension set broke off when reattaching it to the PICC line. There was no report of patient harm. Although requested the customer did not know which female luer broke off and there are no other event details provided.

Manufacturer narrative:
The customer¿s report that the female luer broke off of the extension set was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in no leaking while the tubing was manipulated at each component engagement. Dimensional testing found the set to be within specification. The root cause of the customer¿s report was not identified.